Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported entrapment of the device and subsequent treatment was determined to be circumstances of the procedure. In this case it is likely the fixation screw of the leadless pacemaker (lp) became entangled with the two preplaced prostyle sutures. This necessitated surgical intervention to cut the lp device free from the sutures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under a separate medwatch report number. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that this was venous closure of the right common femoral vein with two prostyle device using the pre-close technique via a 7f sheath hole prior to a point of maximal impulse (pmi) interventional procedure. Reportedly, the sutures of two prostyle devices were caught on the leadless pacemaker. The troubleshooting tool was then used to cut the suture and remove the entire system and suture. The sheath was upsized to a 25f, and the pmi procedure was completed. Hemostasis was ultimately achieved using manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.